Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. As the scalpel was discarded by the end user hospital, it was unable to be examined for defects. A possible root cause was that the blade cover was triggered to open during packaging or shipping of the product. It is unlikely that this occurred during packaging, however, as each scalpel is individually examined per special packaging instructions to ensure that the blade cover is in the locked position. This incident may be considered an isolated incident as no other complaints for this incident have occurred within the past 15 months. All employees involved in the packaging of the reported work order have been made aware of this incident and have been retrained on the applicable packaging and inspection procedures. (B)(4).

Event description:
As reported, a lab worker cut their hand on the blade of a "safety scalpel." The covering on the blade of the safety scalpel was open. According to the hospital, "the accident occurred before access to the patient, so (the employee's) gloves and the scalpel were still sterile so there was no risk of infectious disease transmission." The scalpel is provided to the hospital in a convenience PICC device kit. The scalpel was discarded by the hospital.